Event description:
A consumer reported having experienced a pseudomonal corneal ulcer associated with wear of an unspecified brand of fresh look cosmetic tinted (colored) contact lenses. Previous history of 3 years wear of same brand product. Medical records indicate that pt experienced redness, pain, watering, left eye, one day prior to seeking treatment for a corneal abrasion. Follow up on day 3 from a different eye care practioner indicates that the pt was patched for the abrasion and developed corneal ulcer the following day. Event worsened despite treatment with vigamox, trobrex 2x and natamet. Dense abscess, inflammatory edema & hypopyon noted. Corneal scrape performed and lenses sent for bacterial culture. Treatment of ciplox, tobramycin, atropin, combiflam for clinical diagnosis of pseudomonas. Event improving at next day visit, meds continued. Event resolving, subepithelial scar noted at two week follow up, med continued and follow up scheduled. Request has been made for additional info, however, no further info has been provided at the time of this report.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.